Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The reported phenomenon was confirmed. Visual inspection found that the ceramic tip broke in half. The missing portion of the beak measured approx 10mm in length and 7mm in width, however, the bottom portion of the insulation insert still remains on the inner surface of the sheath. The cause of the reported phenomenon could be related to thermal and mechanical overload by the application of excessive force. The instruction for use states to visually inspect the ceramic insulation and test the product before use.

Event description:
Olympus was informed that during a procedure, the tip of the device broke off inside the pt. The broken pieces were all found and retrieved from the pt. No pt injury reported. Olympus followed-up with the user facility via telephone and in writing to obtain more detailed info about the reported event but with no results.